Event description:
It was reported that a catheter issue occurred. The 50-70 % stenosed target lesion was located in the minimal tortuous and 20-30 % calcified vessel in the left anterior descending artery (lad). The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the opticross catheter was prepared according to proper steps. However, the physician noted from the angiogram that the tip of the ivus catheter was semi-detached from the guidewire exit port. The physician then proceeded to take out this catheter. The procedure completed using another of the same device. The patient was alright and there were no patient complications.